Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-47790. It was reported patient suffered a fall and the leads migrated. Migration was confirmed via x-ray. Surgical intervention took place where the leads were replaced and effective therapy was restored.